Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the cartridge was removed from the pump outside of the load sequence and the customer did not receive a cartridge alarm (cartridge alarm 25). Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information regarding this event was provided. Customer's blood glucose was approximately 240 mg/dl.